Event description:
It is reported that the device was implanted in 2007. Approximately 1 month post-op, the device dissociated from the baseplate. The device was revised the following month.

Manufacturer narrative:
Evaluation summary: glenosphere dissociation from the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion, insufficient bone clearance around the base plate, interference with retractors, etc., which could potentially cause the glenosphere not to completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 is needed to remove bone around the base plate to avoid impingement with the glenosphere. Eval: no product was returned for evaluation. Device history records indicate device manufactured to specification. X-rays were reviewed.